Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose (bg) levels between 200-250 mg/dl; cause unknown. Reportedly, due to the high, the customer fell and hit their head resulting in a cut. The customer went to the emergency room but no permanent damage was identified. Customer administered a correction injection to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.